Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide:your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. H3 other text : device not returned.

Event description:
It was reported that an auto-off alarm occurred. Customer¿s blood glucose (bg) level was "high"; specific value not provided. A correction bolus via the pump was delivered to address bg. The customer intended to administer a bolus but failed to complete the process. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer not completing the bolus process and that there had been no interaction with the pump for an extended period. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.